Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 6, with no significant events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.